Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the (1.50cyl), 19.0 diopter lens was replaced with a non-company, non-toric 19.5 diopter lens. It was also indicated that there was no quality issue with the lens. The clinical reason provided was residual/over corrected astigmatism. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the lens was explanted with a mono focal due to patient¿s reasons of blurry visual acuity, astigmatism changed from horizontal to vertical. Clinical reason for the explant was residual/over corrected astigmatism. There was no patient harm. Additional information was requested.